Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had a high blood glucose of 33 mmol/l because customer forgot to bolus. Mode of treatment for high blood glucose is unknown. Customer performed a correction bonus which was not visible in the daily history indicating that it was not delivered, correction bolus was performed again and was visible in daily history. Insulin pump will not be returned for analysis.